Event description:
It was reported via the sales rep that a revision surgery has been planned to extract 2 broken screw xia and a broken stem.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental.